Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the returned modular cable. The reported event of damage to the modular cable was confirmed via analysis of the returned cable. Visual inspection of the returned modular cable (lot number: 7990776) revealed that the outer jacket had a light brown discoloration. The controller connector bend relief was observed to have a tan discoloration and the inline connector bend relief was also observed to have a dark brown discoloration. The returned modular cable was tested alongside the returned system controller, and a mock circulatory loop and no issues were observed during testing, including when the cable was manipulated. The integrity of the wires in the returned modular cable were then tested, revealing that the yellow (communication b) wire was electrically open, indicating that the wire was compromised. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket and underlying layers were removed to inspect the underlying wires. Inspection of the wires revealed that the yellow and orange (ground b) wires were broken, exposing the inner conductors. Damage to these wires would result in the reported event. Log files were submitted and downloaded for review, and data associated with the reported event was observed on (B)(6) 2025 and was reviewed. The log files captured a driveline communication fault alarm from 07:05:45 to 10:27:33 that was associated with a com_b_fault; this is consistent with the damage observed on the modular cable¿s yellow (communication b) and orange (ground b) wires. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to a break in the communication b and ground b wires in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have been contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7990776, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 22jul2021. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. A) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the inline driveline connection was cleaned. The system controller and modular cable were exchanged, which resolved the driveline communication fault alarms.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault on the morning of (B)(6) 2025, which they thought had started around 7:30 am. Log files were submitted for review from (B)(6) 2025 for comparison. It was thought that the device malfunction was thought to be related to the device. Imaging was used to diagnose the percutaneous lead issue. Following review of the submitted log files, it appeared that the event log from 27sep2025 captured driveline communication faults (comm b) throughout the log. The log file from (B)(6) 2025 captured periods of persistent pulsatility index (pi) events and a lone low flow event that appeared to have been patient related. There also appeared from the x-ray images provided, that there was heavy tape on the pump side driveline. The patient side of the driveline, directly before the modular cable, had a tear in the outer sheath. The damage had been taped since (B)(6) 2024 (cs-218125). The area required additional tape later on to secure the original tape. On the system controller side of the driveline, there was some wear and tear noted with a small amount of tape placed more recently. It was reported that the patient showered regularly, twice weekly. There was some corrosion identified on the outer portion of the modular cable connection. The internal portions of the connectors looked good.